Manufacturer narrative:
A photograph of the sample was provided for evaluation. Visual inspection revealed a black particle located on the exterior surface of the white luer tip. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor had a black dot on the white luer adapter. This was noted prior to patient use. There was no patient involvement. No additional information is available.